Manufacturer narrative:
The customer reported complaint for a catheter leak was confirmed during functional testing. The root cause of the reported issue resulted from a shaft leak. Possible cause was due to a latent deformity in the shaft area may have caused eventual leak under pressure, or the shaft might have been subjected to stress during insertion of the unit. A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, and lured tubing's and infusion ports. The balloons were examined and there were no tears, balloons bond detachment or rupture. All lumens flushed as intended. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. Immediately upon pressurization, a shaft leak was noted. No abnormalities with the catheter were seen that would have contributed to the symptoms for the shaft leak. During manufacturing, all cool line catheters are 100% inspected for leaks by subjecting them to pressure testing. All catheters go through a thorough 100% inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This includes destructive testing to verify burst strength prior to lot release.

Event description:
It was reported that five days after the beginning of the use of a cool line catheter, an air trap alarm occurred. A leak was found on the catheter and was removed. The suk was also checked but no issues were found. According to the customer, the patient treatment was not affected by this event. No patient harm or consequences was reported.